Event description:
Rph at hospital reports patient has been admitted because she dislodged her hickman line. They have her one peripheral line right now and will likely place a new hickman later today. No further information provided. Unknown when pt. Will be discharged. Reported to (B)(6) by: health professional.